Event description:
It was reported that the 2800 system table stopped with a motion error during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motion control motor was replaced during the service call. The system was tested and found to be working as intended and put back into service.